Event description:
The event is reported as: the customer alleges that the blue bronchial connector spontaneously separated, this resulted in a leak in which the origin was hard to detect and translated in bad ventilation to the patient. It is reported that the patient is fine.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. See scanned page.